Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report an alleged keypad malfunction. The patient reported that the down arrow button had suddenly become unresponsive. The patient claimed that there has been no trauma to the pump and the keypad was not cracked or torn. The patient reported that the pump was worn exterior to garment and the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow button was unresponsive. During investigation, evidence of contamination was found under the contrast, up, and down arrow key contacts.